Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Through follow-up, biomedical engineer does not have any additional information on patient involvement.

Event description:
The customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Corrected. The fse replaced the data acquisition (da) pcba to motor controller (mc) pcba cable and installed the mc pcba retention bracket to resolve the reported issue. Unit passed required performance verification tests per philips standards. Unit is ready for patient use. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Event description:
The customer reported that the unit has an error code message of machine and proximal pressure sensors failed. There was no patient involvement.